Manufacturer narrative:
The account has stated that, at this time, they do not plan to repair the device to correct this issue. The nursing staff do not utilize the bed exit feature. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed exit will arm, but will not alarm. No injuries reported.